Manufacturer narrative:
(B)(4): evaluation, results: 85% stenosis and little calcium. Stent deformation. Conclusion: 85% stenosis and little calcium.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 24 mm, diameter 2.25 mm was used to treat a non tortuous lesion with little calcium and 85% stenosis in a patient's circumflex. It is reported that after pre-dilatation, placement of the endeavor stent was attempted but withdrawn due to inability to advance and cross the lesion. As the stent was withdrawn from the body, the coils lifted on calcium bending the struts of the stent. The vessel was further pre-dilated and another endeavor stent was successfully deployed without incident. The patient was reported to be fine post procedure and no clinical sequelae have been reported.